Event description:
Boston scientific received information that the patient who received this lead passed away during the implant procedure. There were no allegations against the lead or its functionality. A boston scientific field representative reported a separate right ventricular (rv) defibrillation lead was successfully placed and the patient was paced with a pacing system analyzer (psa). That lead was disconnected from the psa, with the patient exhibiting an intrinsic rhythm, while the suturing of the lead into place began. The patient began to exhibit bradycardia, and the lead was reconnected to the psa and capture was restored at high outputs. The patient's heart then appeared to exhibit pulseless electrical activity for a period of time before being revived. This lead was then implanted in a different location in a successful attempt to obtain improved pacing thresholds, and also connected to the device. As the device pocket was being closed, the patient went into ventricular fibrillation, which the device detected and converted to a sinus rhythm. The patient then went into another ventricular arrhythmia, which the device again successfully detected and converted. During post-shock pacing, capture was initially observed but was subsequently slowly lost, despite increasing device outputs to the maximum setting. Code was called, but the attempts to revive the patient were unsuccessful.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.